Event description:
It was reported that the patient experienced pain at the IPG site. As such, surgical intervention took place wherein the IPG was explanted and replaced with a smaller IPG addressing the issue.

Manufacturer narrative:
Date of event (B3) and Patient weight (A4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.